Event description:
Report received from (B)(6) stating that the device had damaged bearings. The occurrence date is unk. It is unk that the device was not used in surgery. It is not known whether there was injury or if medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).